Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the pcea tubing leaked during an infusion. No patient harm was reported.

Event description:
The customer reported that the pcea tubing leaked during an infusion. No patient harm was reported.

Event description:
The customer reported that the pcea tubing leaked during an infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the pcea tubing leaked was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed at the engagement of the tubing to the male luer adapter. The root cause of the customer's report was not identified.

Event description:
The customer reported that the pcea tubing leaked during an infusion. No patient harm was reported.

Event description:
The customer reported that the pcea tubing leaked during an infusion. No patient harm was reported.